Event description:
It was reported that an unspecified cartridge alarm occurred. Customer¿s blood glucose value ranged from 150-250 mg/dl. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
B4 (11-15-2022).